Event description:
Imp ref #(B)(4).

Manufacturer narrative:
Batch review performed on 03/25/2015: lot 091151: (B)(4) stems produced and released on 06/04/2009. No anomalies found. To date, all the stems of the lot have been sold without any similar issue reported. On 03/24/2015 the medical affairs made the following analysis: the preoperative x-rays of the primary intervention are not available. It must have been a difficult case because apparently a femoral osteotomy was performed. The proximal part of the femur did not osteointegrate and therefore the stem subsided. There are no elements to think that it could be a device/related problem.

Manufacturer narrative:
On july 9, 2015, it was prepared a final report with the info collected during the investigation, already reported in the initial report. On the same day, the report was sent to the initial reporter and the case was closed.

Event description:
(B)(4).